Event description:
On (B)(6) 2015 the PICC team was called to evaluated the device because it was allegedly leaking. They reported ended up having to remove the PICC and place another one. Upon inspection, they found that the PICC allegedly had a hole in it.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The complaint of a leaking PICC was confirmed and the cause appears to be use related burst damage. The product returned for evaluation was one 5fr t/l powerpicc catheter. Usage residue was abundant throughout the sample. Wrinkling of the catheter material was observed between the 10cm and 13cm depth markings. A longitudinally aligned split was observed between the 12cm and 13cm depth markings. The split edges appeared serpentine. Microscopic inspection of the split confirmed serpentine split edges. The edges exhibited a dully granular texture. Material discoloration was observed in the vicinities of the split and the wrinkled catheter material. Tactile inspection of the sample revealed tensile weakness throughout the region containing the wrinkling and the split. An attempt to infuse water through the sample using a 12ml syringe revealed that both the grey and red lumens were patent to infusion and aspiration with no observed leaks. Attempts to infuse through the white lumen revealed a spraying leak emanating from the site of the aforementioned split. The white lumen was fully occluded distal to the split. A lot history review (lhr) of reza0089 showed no other similar product complaint(s) from these lot numbers. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. Only the larger red-luered lumen should be used for power injections for this device.